Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 had failed and were not detected on the bus. The field service engineer (fse) noted that the controller board showed no lights. The fse replaced the door boards and the pyxis module controller but determined that the pyxis module controller was defective. The customer was informed that a new controller board would need to be ordered and that a return visit was required. When drawers 3 and 4 continued to fail, the fse replaced the pyxis module controller again and reconfigured drawer 3. The bus and row board cables were reseated, and the pyxis module controller was replaced once more. After these corrective actions, the drawers were tested successfully, and the customer logged in to inventory the drawers. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2north drawer was not on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.